Manufacturer narrative:
The subject device will not be returned for evaluation, as there is not information to suggest it was explanted after the patient's death. Further follow up with the reporting surgeon was unsuccessful to obtain any additional information. Review of the provided patient records cannot confirm the initial report of aortic valvular insufficiency or dysfunction; as previously mentioned, a tee 14 days post implant indicates no valvular dysfunction. Records state, " patient underwent a redo CABG x2, placing a sequential vein graft to the first and second marginal branch. With this very difficult prolonged operation, she experienced marked anasarca. We had difficulty maintaining oxygenation, and indeed required cardiopulmonary bypass to keep her oxygenated. Eventually, a pressure control ventilator was brought to the operating room, and with assistance of pulmonary medicine, we were able to maintain adequate oxygenation. With the pressure required to drive this oxygen, it actually herniated her heart. For this reason, the chest was left open. She returned to ICU in critical condition. Inotropic support, balloon pump. She actually stabilized as far as her hemodynamics, but she experienced progressive renal dysfunction. She went back to the operating room for sternal closure with improved hemodynamics, but was noted to still have a very edematous heart. This was 4 days postprocedure...her clinical course waxed and waned, although had no dramatic improvements. Unfortunately, on (B)(6), she experienced asystolic arrest and CPR and inotropes were initiated. There was a pulse and rhythm reestablished, although this was short-lived. [Then expired 24 days post avr]". The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards investigation indicates no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
It was reported by surgeon to edwards sales that a patient with an edwards aortic valve model 3300tfx has shown a fairly high level of aortic insufficiency (ai). It was learned that the only indication of ai was the echo signal. The subject valve was implanted on (B)(6) 2013. Patient medical records were then requested and provided by the hospital. Records were reviewed; hospital course indicates, " the patient presented for surgical treatment of known critical symptomatic aortic stenosis, progressive coronary artery disease. She had a very difficult intraoperative course. Indeed, her valve area was so tight, I had difficulty finding the orifice. This required tedious dissection due to the markedly thickened calcific valve. A 19 mm pericardial valve was eventually able to be put in, giving an eoai of 0.88. She also underwent a redo CABG x2, placing a sequential vein graft to the first and second marginal branch. With this very difficult prolonged operation, she experienced marked anasarca. We had difficulty maintaining oxygenation, and indeed required cardiopulmonary bypass to keep her oxygenated. Eventually, a pressure control ventilator was brought to the operating room, and with assistance of pulmonary medicine, we were able to maintain adequate oxygenation. With the pressure required to drive this oxygen, it actually herniated her heart. For this reason, the chest was left open. She returned to ICU in critical condition. Inotropic support, balloon pump. She actually stabilized as far as her hemodynamics, but she experienced progressive renal dysfunction. She went back to the operating room for sternal closure with improved hemodynamics, but was noted to still have a very edematous heart. This was 4 days postprocedure...her clinical course waxed and waned, although had no dramatic improvements. Unfortunately, on (B)(6), she experienced asystolic arrest and CPR and inotropes were initiated. There was a pulse and rhythm reestablished, although this was short-lived." The patient expired 24 days post avr/CABG procedure. A transesophageal echocardiographic echo (tee) performed on (B)(6) 2013 (14 days post implant) indicates, " the aortic valve is not well visualized. No hemodynamically significant valvular aortic stenosis. No aortic regurgitation is present."